Event description:
The customer reported that a telemetry patient had a possible leads off event that went undetected by staff from around 19:00-22:00. When the issue was discovered and the leads were reattached, the pt was in full code and resuscitation efforts were attempted but were unsuccessful.

Manufacturer narrative:
The customer did not allege any malfunction of the device, but requested info regarding testing of the device and an analysis of what occurred via a review of the log files. Post incident testing of the involved device by a philips field service engineer (fse) found the device performing to specification. Log files do not contain data relevant to the occurrence of specific inop events and therefore, could not contribute to the investigation of this issue. The available info does not support that any device malfunction occurred. The device remains fully operational and in use at the customer site.